Event description:
It was reported that the right ventricular lead exhibited loss of capture at 6.0 v, 0.5 ms. The capture test was re-ran and capture was possible at 7.5 v. The patient's pulse generator was reprogrammed to 7.5 v, 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.